Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that before a medical procedure, it was noticed that there was a small puncture hole in the packaging of the blade. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is report 1 of 2 for this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that before a medical procedure, it was noticed that there was a small puncture hole in the packaging of the blade. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported. This is report 1 of 2 for this event.